Manufacturer narrative:
The balloon catheter was inflated with saline, and a pin hole was observed at 10mm distal from the proximal balloon marker band. No excess resistance was felt when inflating the balloon, suggesting the inflation lumen/inflation plug worked as expected. The complaint could not be confirmed because the balloon was ruptured and could not be inflated for deflation test. The reported complaint is non-verifiable. The complaint stated that the balloon would not deflate. The physical evaluation of the returned scepter c found a pinhole on the balloon that prevented the balloon from inflating. This pinhole prevented the testing needed to verify the reported complaint that the balloon would not deflate. The investigation could not determine when the pinhole occurred, but it is likely that excessive handling of the device caused the pinhole, likely post-procedure.

Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that during balloon-assisted treatment of an extracranial cognard type iii davf, the scepter balloon would not deflate after the phil was injected. The vessel was ruptured in order to remove the balloon. The fistula was shut down completely and the patient was reported to have done well post-procedure.